Event description:
Customer reported the cross arm brake is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cross arm brake assembly. System operates as intended.